Manufacturer narrative:
Attempts to contact this customer to get additional info relative to her complaint, including medical treatment, if any, and to get the product back have been unsuccessful. We will continue to attempt to make contact with this customer. Because the product involved in the complaint was not returned for eval/investigation, no conclusions can be made as to the cause of the event. Should additional info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed.

Event description:
Customer reported that she experienced loss of suction with her breast pump and has not been able to drain her breasts of breast milk. She has had mastitis and also has been engorged a total of 4 times.